Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample have determined that it contains an interferent to the tsh, ft4, and anti-tpo assays. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), the elecsys ft4 ii assay (ft4), and roche diagnostics cobas elecsys anti-tpo (anti-tpo) on a cobas 8000 e 602 module (e602). This medwatch will refer to the ft4 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to tsh and to the medwatch with patient identifier (B)(6) for information related to anti-tpo. The sample initially resulted as 1.57 uui/ml for tsh, 2.76 ng/dl for ft4, and 214.1 u/ml for anti-tpo when tested on the e602 analyzer. The sample was repeated at a second laboratory on a beckman analyzer and it resulted as 3.40 uui/ml for tsh, 1.22 ng/dl for ft4, and 2.0 ui/ml for anti-tpo. The sample was also sent to a third laboratory where it was repeated two additional times on rocha analyzers for ft4. The ft4 result from a cobas 8000 e 602 module was 2.62 ng/dl and the ft4 result from a cobas e 411 immunoassay analyzer was 1.99 ng/dl. The patient was not adversely affected. The serial number of the customer's e602 analyzer was (B)(4). The serial numbers of the cobas 8000 e 602 module and cobas e 411 immunoassay analyzer used at the third laboratory were asked for, but not provided.